Event description:
The manufacturer received information alleging a ventilator fails to alarm when the patient is disconnected from the device. There was no patient harm or injury. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported the manufacturer received information alleging a ventilator fails to alarm when the patient is disconnected from the device. A manufacturer's associate went to the reporting facility to evaluate the issue. When the circuit was disconnected from the device it alarmed for low minute ventilation, but not for patient circuit disconnect. The software was reloaded to address the issue.